Event description:
Per the clinic, the patient experienced no connection with the device subsequent to sustaining a head injury. It was also reported that the patient experienced pain with the device. The device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.